Manufacturer narrative:
One 5f pro-PICC was received for evaluation. Visual examination of the device confirmed that the purple luer is broken off the extension tubing. The luer was not returned. Medcomp engineers reviewed the returned device. The extension inner diameter, outer diameter and free length were measures and were found to be within specification. There are no signs of the extension stretching and the jagged edges of the separation site indicate that the extension broke. There are signs of degradation at the break site. The catheter extension is worn and discolored, and the printing on the extension and ID tag has been removed/rubbed off. No other catheter damage was observed. It was reported that the patient used chloraprep. Chemical exposure testing performed on the purple luer to extension subassembly proved the luer to extension joint strength is acceptable when exposed to chloraprep. We are unable to determine a definitive root cause of the luer breaking off. The device was implanted for 6.5 months in a patient with severe anxiety. The patient was taught to self-infuse IV fluids and medications at home. No failure modes, such as leakage, were reported prior to the luer disconnecting. The device may have been exposed to stresses beyond design capabilities. There is no evidence of a manufacturing issue.

Manufacturer narrative:
One 5f pro-PICC was received for evaluation. One luer was broken off the extension tubing and was not returned.

Event description:
One of the luers on the PICC had broken off at patient's home. Patient has been taught to self infuse IV fluids and medications at home. Patient advised to cover the end of the lumen with sterile dressing and not use the PICC, and to report to facility for removal. Patient failed to report for removal until 1 month later. PICC was removed and replaced.